Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the rbc (red blood cell) bath resolving the failed background issue. (B)(4).

Event description:
The customer reported background counts failed to meet specifications for the platelet parameter during the startup process when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.